Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description: the reported field event of an egm anomaly was confirmed in the laboratory via review of the stored egms. The device was interrogated using inductive telemetry and artifacts were observed on all channels. The root cause of the egm anomaly was an anomalous component on the hybrid.

Event description:
It was reported that post-implant saturated egms were observed. The device noted to be sensing and capturing appropriately. The physician decided to explant and replaced with a competitive ICD. No patient symptoms reported.